Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the lot number informed by the dentist is not from the item received. Therefore, the lot number was not considered. Considering the surgical methodology, it was seen that the dentist has used sequence of drills different than the ones recommended for the implant installation.

Event description:
(B)(4) ¿ the dentist reported that 3 months after dental implant was installed in intraoral region 29#, its non-osseointegration was observed. The patient presented insufficient bone quality/quantity (bone type iii) and 32ncm of primary stability was achieved.